Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the battery was either not properly implanted or shifted after surgery. They stated that instead of laying flat, the ins was at an angle. The patient stated that they had to have a battery revision done on (B)(6) 2020. They mentioned that they don't know if the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the manufacturer representative was trying to check recharge quality but was getting a poor recharge quality message on the patient controller. The patient was just implanted on the day of the report. Both the implantable neurostimulator and patient controller were charged up to 90% prior to the implant procedure and are still showing this charge amount. The patient controller communicates fine with the implantable neurostimulator alone. The implantable neurostimulator pocket was noted to be somewhat deep as the patient is thicker in the area where the implantable neurostimulator is placed. There was not a lot of bandaging over the pocket site. In passive recharge mode, the values were between 70-79. The manufacturer representative tried a new recharger and was initially getting poor recharge quality for three attempts. After trying again, they were getting good and then excellent coupling when pushing the antenna into the pocket site. Caller states since implant, patient (pt) has had difficulty charging and "there is speculation the device may have been implanted too deep", stating pt has to sit on a chair or towel with pressure on the recharger (rtm) and "in the exact right spot" to get ins to charge. Caller states "there has been a bit of trouble coordinating the exact program she needs" stating the best program for pt is a "high intensity program", but pt has to charge 2x/day. Caller states yesterday pt tried a low dose program at 2:30 or 3pm and controller indicated ins at 50% charge. Caller states at 7am today, pt woke in intense pain and switched stim back to high intensity program, stating controller still indicated 50% ins charge so pt charged ins to 100%. Caller states switch was made at 8am, and when controller was unlocked at 2:30, ins charge had not moved from 100% charge "and under the battery signal for the stimulator, it said terminated". Caller states he called mdt rep brooke who didn't know what message meant. Caller wanted to know what terminated message was. The message was reviewed, and caller states "that doesn't make sense" as rtm was connec ted at 8am. It was recommended that the caller monitor and take picture if issue occurs in future. Caller then stated his reason for calling was to ask why stimulator wasn't working from 8am-2:30pm. The caller was asked if pt felt stimulation. Caller states he turned stim up to where pt "felt the buzzing" then turned back down to comfortable level confirming stimulation currently working. Additional information was received. It was reported the circumstances that led to the charging twice a day was believed to be the battery was placed too deep. The patient was in the process of working with their healthcare provider on a pocket revision.